Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).